Manufacturer narrative:
A pacemaker was received for analysis with the septum missing and setscrew insets damaged for the reported field event of blunted setscrews and unable to engage with the hex wrench. The device exhibited normal mechanical and electrical characteristics after the setscrew was replaced with normal remaining longevity and appropriate lead tightening/loosening. The reported events were attributed to procedural damage from incorrect hex wrench insertion, leading to the stripped setscrew opening filled with septum debris. No device problems or other anomalies were found.

Event description:
New information received notes the physician alleged the setscrews on the pacemaker were blunted.

Event description:
Related manufacturer reference number: 2017865-2019-11569 it was reported that a patient presented in the hospital. Upon interrogation, the right ventricular lead exhibited loss of sensing and loss of capture. Chest x-ray performed on (B)(6) 2019 revealed right ventricular lead dislodgement. During the lead revision procedure, the ports of the pacemaker header were worn out and did not engage with the hex wrench. The physician noted an insulation tear on the proximal portion of the right ventricular lead. The right atrial and right ventricular leads were removed from the pacemaker with different wrench sizes and the pacemaker was explanted and replaced. The physician capped and replaced the right ventricular lead on (B)(6) 2019. The patient was in stable condition.